Manufacturer narrative:
(B)(6).

Event description:
Same case as: 2134265-2018-06466. Reportable based on the analysis of the related rotalink plus completed on (B)(6) 2018. A rotational atherectomy treatment procedure was being performed in the tortuous, heavily calcified right coronary artery (rca), using a 1.25mm rotalink plus. Resistance was noted during the advancement of the burr. The physician performed five ablation runs at 190,000 rpms. During the fifth run, it was noticed that the shaft of the burr was partially torn approximately 15cm from the burr. The device was removed from the patient intact with some resistance noted. The procedure was considered complete with good results. No patient complications were reported and the patient was stable. However, the product analysis of the rotalink plus found the rotawire was fractured.

Manufacturer narrative:
(B)(6).

Event description:
Same case as: 2134265-2018-06466. Reportable based on the analysis of the related rotalink plus completed on (B)(6) 2018. A rotational atherectomy treatment procedure was being performed in the tortuous, heavily calcified right coronary artery (rca), using a 1.25mm rotalink plus. Resistance was noted during the advancement of the burr. The physician performed five ablation runs at 190,000 rpms. During the fifth run, it was noticed that the shaft of the burr was partially torn approximately 15cm from the burr. The device was removed from the patient intact with some resistance noted. The procedure was considered complete with good results. No patient complications were reported and the patient was stable. However, the product analysis of the rotalink plus found the rotawire was fractured. Device evaluated by manufacturer: the device was returned stuck in a rotalink burr. A visual examination identified the distal section was broken, approximately 6 cm. The broken section contains the distal tip which is stuck within the coil of the rotalink. The proximal section and body of the wire was removed from the rotalink without difficulties. The fracture is located approximately 324 cm from its proximal end. The wire presents a number of kinks along its body, proximal section and distal tip. An overall length was unable to be obtained as the device was fractured. The outer diameter was measured at the distal tip, middle and proximal section which were all within specifications.